Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported on maude event report: (B)(4), that post a stenting treatment procedure, a stent thrombosis occurred. "Patient arrived to outlying facility at 1541 with stemi. Taken emergently to cath lab there one hundred percent occlusion with thrombus of mid rca treated with thrombectomy and 3.5x16mm taxus liberte stent patient had been treated with medications including asa, plavix, angiomax, and reopro. Had an uneventful night, but developed chest pain the following am. An EKG at 0841 reveals st elevation more pronounced than the original EKG. Felt to be a reinfarction following stent implantation. Taken emergently to cath lab for re-look angiography films reveal 100% occlusion of previously placed stent, sub acute thrombosis transferred to our facility emergently for further intervention. Thrombectomy performed following with a spiral dissection noted proximal to stent. A 5.0x38mm non-bsc stent used to cover entire area patient recovered without further cardiac complications, and was discharged on medications including asa and effient."